Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. In turn, the scs system was explanted. The patient was placed on antibiotics and the infection has since resolved. The date of explant is unknown.